Event description:
Ous MDR - after about 14 months of implant duration the patient received several inappropriate shocks and was delivered to the emergency room. The interrogation of the device was not possible. Several magnets were used to inhibit the therapies. Finally the interrogation was done and revealed multiple shocks and a warning message of excessive charge time. The lead was capped and remains implanted. A new lead was implanted.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this product was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular product manufacturing.